Event description:
On 7/31/25, patient reported unresponsive screen with small crack. Agent verified serial number/address and arranged overnight replacement. Blood glucose (bg) unaffected and was able to continuously monitor blood glucose level through dexcom application. No symptoms experienced during the event, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.